Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that shifting of plaque occurred. In (B)(6) 2013, the patient presented due to angina. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was a de novo lesion located in the distal left circumflex (lcx) with 90 % stenosis and was 10mm long with a reference vessel diameter of 2.75 m. The lesion #1 was treated with direct placement of a 2.75x12 mm promus element¿ plus drug-eluting stent, with 0% residual stenosis. The target lesion #2 was a de novo lesion located in the proximal lcx with 95% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. The lesion #2 was treated with direct stent placement using a 3.50x16mm promus element¿ plus drug-eluting stent with 0% residual stenosis. Additionally, 90% in-stent restenosis (isr) of unknown stent located in the ramus was treated with angioplasty with 10% residual stenosis. Post deployment of the 3.50x16mm promus element¿ plus study stent in the proximal circumflex, some material of the plaque was shifted in to the ramus which was further treated by balloon angioplasty with a non-compliant balloon with 0% residual stenosis and timi-3 flow. One day post procedure, the patient was discharged on clopidogrel.